Manufacturer narrative:
Issue was resolved for the customer by zeroing the scale, testing bed-exit and confirming it was functioning properly.

Event description:
It was reported by service report that the bed exit and scale were not working properly. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.